Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This case represents the first implanted valve. Please reference related manufacturer report number 2015691-2021-04125. The device is not available for evaluation as it remains implanted in the patient. Therefore, no visual, functional, or dimensional analysis could be performed. No imagery was returned. DHR review and lot history review could not be performed as the device serial number was not available. The IFU was reviewed for instructions/guidance for preparation and use of the devices. The edwards sapien 3 and sapien 3 ultra transcatheter heart valve system is indicated for patients with symptomatic heart disease due to failing (stenosed, insufficient, or combined) of a surgical or transcatheter bioprosthetic aortic valve or surgical bioprosthetic mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality > 8 percent at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical comorbidities unmeasured by the sts risk calculator). Potential adverse events: potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography: reoperation. Additional potential risks associated with the use of the valve, delivery system, and/or accessories include: nonemergent reoperation and valve regurgitation. No IFU/training deficiencies were identified. During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed. Due to the unavailability of the device and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of DHR and lot history could not be performed due to valve serial number unavailability. Additionally, as no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. Review of IFU/training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. There are several patient factors that alone or in combination that could impact leaflet motion, including thickening of the leaflet, pannus growth, thrombosis, calcification, malposition of the valve, over/under expansion of the valve. Per the report, no pre procedure CT was performed due to high creatinine. As such, available information suggests patient factors (high creatinine/kidney issues) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. The complaint for leaflet motion restricted in patient and resulting increased gradient was unable to be confirmed. As unavailability of returned device and serial number, manufacturing nonconformance could not be determined. A definitive root cause is unable to be determined; however, patient factors (high creatinine/kidney issues) may have contributed to the complaint event. Since no labeling or IFU/training inadequacies were identified, corrective/preventive action (CAPA) or product risk assessment (pra) is not required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 1 year and 3 months post implant of a 26mm sapien 3 valve, the patient was hospitalized with shortness of breath. An echo showed an increased gradient of 41mmhg and the cath gradient was 57mmhg. On tee it was observed that 2 leaflets were fused and not moving. A 26mm sapien 3 ultra was implanted within the preexisting tavr valve. No pre procedure CT was performed due to high creatinine. Implant of the sapien 3 ultra valve was uneventful and the post implant gradient was 4mmhg. A root angiogram was then performed and the rca did not perfuse. Multiple attempts were made to cannulate the rca, but were unsuccessful. It was determined that the rca had been sequestered and a rca bypass was performed. This was done successfully and the patient left the room in stable condition.